Event description:
It was reported that during a cryo ablation procedure, the sheath was bent. The sheath was replaced. The outcome of the case is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: upon visual inspection of 4fc12 / 08051-014, results showed the shaft was kinked 0.956 inches from the tip. Functional testing showed the deflection mechanism was working fine and the pull wire was not broken. In conclusion, the reported shaft kink issue has been confirmed through testing. The sheath failed the inspection due to shaft kink. If information is provided in the future, a supplemental report will be issued.